Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was noted to have separated 574mm from the terminal pin. Visual inspection noted the coils were extremely stretched and extended to 690mm where they were severed with electrocautery damage in several places. Only the proximal segment of the lead was returned. Resistance tests were completed to assess lead electrical performance and insulation integrity of the returned lead segment. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in pacing lead impedance from 700 ohms to 1,400 ohms over time. All other lead measurements were noted to be within expected range and unchanged. The cause of the increased impedances could not be determined. The patient underwent a subsequent revision procedure wherein the lead was partially abandoned after it severed while the physician attempted to extract it. The distal portion of the lead lodged in the patient's subclavian vein and was unable to be retrieved. The proximal portion of the lead was returned for analysis. No additional adverse patient effects were reported. This product is no longer in service.